Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips break when being loaded on the applier. The devices were changed to another lot number to perform the intervention. There was no consequence for the patient.

Event description:
It was reported that the clips break when being loaded on the applier. The devices were changed to another lot number to perform the intervention. There was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1800484 was manufactured on 05/28/2018 a total of 13,356 pieces. Lot was released on 05/31/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge contained five intact clips and a half of a clip with the pierced bosses. The half of the clip was broken at the hinge. The other half of the clip with the hook was not returned. The broken clip appears used as there is biological material present on the clip. Functional inspection was performed on the intact clips in the cartridge. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the intact clips that were returned in the cartridge. Although the intact clips were able to load properly and were successfully applied to over-stressed surgical tubing, one of the clips returned in the cartridge was broken in half at the hinge. It could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips break at loading" was confirmed based upon the sample received. The cartridge was returned with five intact clips remaining , and a clip broken in half at the hinge. Although the intact clips were able to load properly and were successfully applied to over-stressed surgical tubing, one of the returned clips was broken in half at the hinge. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. Although the root cause of this complaint issue could not be determined , a CAPA has been previously opened to further investigate issues related to clip breakages.